Manufacturer narrative:
The insulin pump passed the displacement test, self-test, unexpected restart error test, and basic occlusion test. All operating currents are within specification. Off no power alarms functioned properly. No unexpected motor error noise noted during testing. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. Testing for occlusion and excessive no delivery weren't performed due to the prime anomaly. The motor was tested outside of the device and it passed, no drive or motor anomaly noted. The device had minor scratches on the display window, broken battery tube threads, cracked belt clip slot, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump alarmed no delivery while trying to bolus. Customer states alarm tends to occur when she is getting ready to go to bed. She has been going high the past couple of days, in the 300 range, and just realized the device makes a noise when it's rewinding or priming. Customer's blood glucose was 253 mg/dl. Troubleshooting was performed and the device made a noise during manual prime and rewind. Customer was advised the device needed to be replaced and to revert to her back up plan. Customer agreed to return the device for analysis.